Manufacturer narrative:
Medtronic received the following information from a journal article entitled; in situ laser stent graft fenestration of the left subclavian artery during thoracic endovascular repair of type b aortic dissection with limited proximal landing zones: 5-year outcomes zhao z, qin j, yin m, liu g, liu x, ye k, wang r, shi h, li w, jiang m, lu x j vasc interv radiol 2020; 31:1321¿1327 https://doi.org/10.1016/j.jvir.2020.02.025. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant and non mdt stent grafts were implanted in patients in the endovascular treatment of type b aortic dissections. All stent grafts received in situ laser fenestration. The following malfunctions were observed; type I endoleak, all confirmed to have resolved at follow-up the following adverse events were observed; pseudoaneurysm, occlusion requiring intervention.